Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high pacing thresholds. Additional information indicates that the physician decided to revise the lead since the patient was device dependent. The lead was surgically abandoned. No additional adverse patient effects were reported.